Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that non-sustained ventricular tachycardia and ventricular high rate episodes were deemed to be noise and not true ventricular arrhythmias. It was also reported that the right ventricular (rv) lead exhibited high impedance, short ventricular intervals and diminished sensing. The lead remains in use. No patient complications have been reported as a result of this event.